Event description:
It was reported that there was a speaker malfunction. There was zero alarm sound. The device was not in use on a patient at the time of the event. A philips response service engineer (rse) spoke to the customer about the device issue. The rse determined that the device speaker produced no sound, thus the speaker needed to be replaced. A nemo (non-engineering material only) service was agreed upon. The customer ordered a replacement (453564287821 ss cbl speaker8 ohm 36mm f0-380hz 5.8mm) to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer ordered a replacement speaker. We will consider that the customer utilized the replacement part to resolve the issue. The investigation concludes that no further action is required at this time.